Event description:
The loaner device was previously returned to pentax medical from a customer on (B)(6) 2019 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on (B)(6) 2021: distal cap - fixed type failed epoxy seal integrity inspection, passed dry leak test, passed wet leak test, deflector link pivot o-ring replacement for annual maintenan. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-ring(0.5x1.3) imp-1 model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2011. The endoscope was approval by final qc on 09 -jun-2021 and was put back into loaner inventory.

Manufacturer narrative:
(B)(4).